Event description:
Account alleged that the weld broke at the upper pivot of the siderail. The arm was pulled out of rail. Rail would latch but with arm out the rail fell down. No injuries were reported.

Manufacturer narrative:
Cause: defective weld. Account replaced the complete siderail to resolve the problem.